Event description:
It was reported that during a site change the ilet user separated the infusion set applicator from the site while using an inset, resulting in an incorrectly deployed infusion set; the agent instructed the user to use a new inset and guided a successful replacement, and no alerts or alarms occurred. There were no reported symptoms or clinical effects. Outcomes included no impact on health. Investigation included troubleshooting and user education conducted remotely. Investigation of this case revealed user handling contributed to the infusion set deployment issue, which resolved after guided replacement with a new inset. It was concluded, based on previously established findings for similar reports, that user technique was the most probable cause.